Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with several shocks. Low r-waves and no capture were observed. A chest x-ray indicated that the leads were dislodged. At this time, the device was programmed off.